Event description:
Reporter alleged the lancet device needle is sticking out of the device and not retracting after use. Customer stated ceasing to use the lancet device as a result. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.